Event description:
No additional information is available to report at this time.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The following report is being submitted to relay additional information received: UDI: (B)(4). The complaint was confirmed based on the returned device evaluation. Visual inspection confirmed that the hex was stripped. The device history records were reviewed no deviations / anomalies identified. A definite root cause cannot be determined with the information provided. F any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Procode: phx. UDI: (B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse comprehensive shoulder surgery, the screw stripped inside the head and was unable to lock with screw driver. A new screw was used to complete the procedure. No additional information is available at this time.